Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the recipient had a migration of the receiver unit on the left side. Further proceedings are not known.

Event description:
It was reported that the recipient had a migration of the receiver unit on the left side. Further proceedings are not known.

Manufacturer narrative:
Additional information: according to the information received from the field the implant housing migrated from its intended position. No information on possible further steps has been received.